Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The terminal segment of lead was only returned severed 14 centimeters from terminal pin. Melting of polyurethane tubing was observed in several locations which appeared to be consistent with electro-cautery damage due to the explant procedure. The returned segment of the lead was determined to have been electrically continuous. The clinical observations were not able to be recreated.

Event description:
Boston scientific received information that this lead was explanted after displaying noise, oversensing and pacing inhibition. Lead insulation issues were noted. The explanted lead was returned for analysis. There were no additional adverse patient effects reported.